Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016: product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a lead revision to a surgical paddle corrected all of the prior issues/sensations the patient experienced with his previous leads. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead revision surgery occurred on (B)(6)18. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported on (B)(6) 2016 the patient sent an email to his pain provider stating that the stimulator had stopped working. The patient stated that after 6.5 hours of charging the stimulator would turn on, but it did not send any stimulation up the leads. The patient reported that the stimulation stopped working completely. The patient was in on (B)(6) 20169 for an office visit with another provider and was able to meet a manufacturing representative at the time. At that time it was determined to be a system failure and the patient was scheduled to see the doctor on (B)(6) 2016. The patient had x-rays completed on (B)(6) 2016 which showed that the lead had become dislodged form the generator. There was lead migration/dislodgement. The patient was scheduled for surgery which was completed on (B)(6) 2016. The patient had substantial weight loss since the surgery and stated that the generator moved around more than it should. When surgery was performed the doctor repositioned the generator deeper than the original pocket to compensate for the weight loss. The event resulted in an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy and possibly related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins) and leads. On (B)(6) 2016 patient was in for an appointment with his pain provider where he stated that following revision surgery the patient began experiencing intense electrical sensations and subsequently turned the system off. The patient experienced painful stimulation. The patient was able to see a manufacturing representative that day and the device was interrogated and reprogrammed. After reprogramming the patient had adequate coverage and reduced pain secondary to stimulation. On (B)(6) 2016 the patient was in for his 2 week post-operative visit following revision where he stated that his spinal cord stimulator (scs) was shocking him but after reprogramming that had stopped and the patient was having no issues with the device. The outcome was resolved without sequelae. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming/stimulation. Relevant medical history included: non-malignant pain, failed back surgery syndrome

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.